Manufacturer narrative:
Concomitant medical products: product ID 7425, serial# (B)(4), implanted: (B)(6) 1996, explanted: (B)(6) 2006, product type: implantable neurostimulator. Product ID 3888-28, lot# l39325, implanted: (B)(6) 1996, product type: lead. (B)(4).

Event description:
The patient and a healthcare provider reported that the patient had a system revision in 2016. The patient had an increased episode of knee pain starting on (B)(6) 2006 and the stimulator was only working intermittently. There seemed to be a malfunction of the dorsal column stimulator at the battery site or lead as they could wiggle the generator and the stimulation would intermittently go on and off. They felt that either the battery was wearing out or there was a bad connection. These issues were discussed with a manufacturer representative and they decided to replace the generator. The stimulator was placed in the patient¿s lower left quadrant. The battery site looked good as did the lumbar incision and there was no evidence of infection. During the revision they noticed that the extension had one of the cables that had frayed and they felt this was likely the cause of the problems. The patient thought it frayed due to their activity level. They replaced the extension and re-connected it to the patient¿s lead. X-rays were performed intra-operatively which showed that they had pulled the lead back 1.5 centimeters so they pushed it back into the original lead scar pocket. Another x-ray confirmed that it had gone right back with the inferior lead being centered over t12 which was the same as the pre-operative procedure. All the connections were made and the patient had good stimulation in their legs and was happy. The incisions were irrigated with antibiotic irrigation and then sewn shut. The patient was noted to be stable in the immediate post-operative period. The patient was indicated for reflex sympathetic dystrophy with causalgia and complex regional pain syndrome.